Manufacturer narrative:
The e402 analyzer serial number was (B)(6). Qc was acceptable. Single false positive results can occur with the elecsys hiv duo, as the assay has a specificity of less than 100%. Product labeling states: "all initially reactive samples should be retested in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to supplementary algorithms. The subresults for either hivagb or ahivb can be used as an aid in the selection of the confirmation algorithm for reactive samples." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. The elecsys hiv duo assay performs within specification. The investigation did not identify a product problem.

Event description:
The initial reporter questioned positive results for 1 patient tested for elecsys hiv duo (hiv duo) on a cobas e 402 analytical unit. The initial result from the e402 analyzer was 1.77 coi (positive). The repeat result was 2.00 coi (positive). On (B)(6) 2026, the hiv result from the abbott method was 0.056 s/co (negative). On an unknown date, the result from a rapid test was negative. No confirmatory testing was performed. The negative results were believed to be correct.